Event description:
Patient was (B) (6) female who fell at home and was considered a trauma patient. The patient was diagnosed with a basilar artery (ba) occlusion. The physician noted extreme tortuosity in the vertebral artery and a very tight loop described as a "kink" in the left vertebral artery. Two passes with the retriever v 2.5 soft recanalized the ba and then thrombus was noted in the left p1 pca. The physician attempted to track a penumbra 054 reperfusion catheter to the p1 pca but it could not be navigated to the desired location in the vessel. The physician then attempted to track a dac 057 to the p1 pca but it could not be navigated to the desired location in the vessel, past the "kink" noted above. The physician was able to track a penumbra 041 reperfusion catheter to the p1 pca and performed manual aspiration to remove the thrombus and achieve full revascularization. Contrast injection post revascularization demonstrated contrast extravasation near the site of the left vertebral artery loop "kink" and a pseudoaneurysm forming at that location. The physician placed some neuroembolization coils into the pseudoaneurysm and then placed a covered stent in the vessel and intra-arterial integrilin. This stopped the extravasation. It was noted by the physician that the bleeding was into the neck tissue only and was not intracranial. The physician felt the use of the dac caused the extravasation. The patient went on to expire. The entire neurology staff feels that the left vertebral artery extravasation did not cause the patient to expire as it was only in the neck tissue. The team all agreed there had to be bleeding elsewhere (possibly gastrointestinal) which led to this outcome. No device malfunctions were reported. The dac instructions for use lists vessel perforation as a possible complication.